Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to the recently implanted paddle lead that had migrated as confirmed through x-ray. The patient underwent a paddle lead device repositioning procedure and was doing well postoperatively.